Event description:
3/7/01 baxter fenwal clinical education dept was notified of an alleged donor reaction during an amicus procedure. Baxter qualtiy contacted the customer and found the incident to have occurred in 2001. During collection, the donor was said to have been cold and clammy. The operator placed a cool towel on the donor prior to the donor passing out for a few secs. The donor received 300 ml of ns and left the apheresis facility 30 mins thereafter. The donor has donated since, on 1/01, without incident.